Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert and was unable to charge the pump using the tandem-provided wall power adapter and tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and an alternate usb cable. There was no adverse impact to the customer¿s blood glucose value.